Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 30 mmol/l and 11.5 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with needle for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose customer reported they did contact their health care professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer declined to check for possible site or insulin issues. Customer declined to check their settings and insulin pump. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will be not returned for analysis.